Event description:
The device was zeroed prior to insertion as suggested. However, after the probe was placed it read normal intra cranial pressure (icp was approximately 30 mmhg, partial pressure brain tissue oxygen (pbto2) was around 20), but after about 45 minutes, the icp dropped down into negative number. The user facility replaced the monitor and the numbers on the new monitor did the same thing, at which point they replaced the catheter probe with a new one; however, they had the same results (normal values, and then extremes).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.